Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40 mg/dl) and was addressed by consuming glucose tablets/gel. The pump settings were being adjusted by a healthcare provider and was the cause of the low bg.